Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was observed oversensing on the ventricular lead during the manual subthreshold lead impedance test one day post implant. The lead remains in use. No patient complications have been reported as a result of this event.